Manufacturer narrative:
The failure investigation has been completed and the alarm 19 was verified; however, the alleged touchscreen issue could not be verified.

Event description:
Customer reported that blood glucose was 390 mg/dl, not 300 mg/dl as previously reported.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. In addition, it was reported that the pump touch screen was unresponsive. Customer's blood glucose level was 300 mg/dl, which was addressed with a bolus delivery. Reportedly, the customer had an alternate pump available for alternate insulin therapy.